Event description:
It was reported that at a regular follow up appointment, four episodes of oversensed noise from the right ventricular (rv) lead were noted. This oversensing resulted in pacing inhibition of up to 4 seconds. The patient indicated that they were asymptomatic and stable during the episodes. The physician performed provocative maneuvers to evaluate the rv lead integrity, but the noise could not be reproduced. Because all other electrical measurements were stable and within range and the patient was asymptomatic, the physician elected to continue with remote monitoring. Furthermore, the physician programed off the detection of ventricular tachyarrhythmias to prevent inappropriate therapy as this feature had not been needed since implant in 2011. The sensitivity of the rv lead was also reprogrammed. The patient was stable with no adverse consequences and the rv lead remains implanted and in service.